Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a critical pump error 47 alarm. The customer's blood glucose level was 212 mg/dl. The customer was advised that the device would be replaced, and to return the device for analysis.

Manufacturer narrative:
The insulin pump received with critical pump errors open book image and pump error 47 was present in history file due to corrupted history data located in serial flash on the printed circuit board. Unable to perform displacement test, rewind test, prime seating test basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay, stained serial number label and peeling end cap address label.